Event description:
A surgeon reported a partially incomplete lasik flap, which was able to be lifted with a separator. Further information has been requested. This is the second of two reports, for this patient, and will reference the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).